Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "removed implants for a patient that turned out to be 410¿s and one had a hole in it." The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on nov 08, 2019 with lot number 1606114. Visual analysis of the returned device identified: weight to the spec, broken shell, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Additional information noted the affected side to be the right.